Event description:
This patient fell and dislodged the internal magnet of their cochlear implant. Their physician plans to perform a revision surgery in the near future to reposition the magnot back into the device. If the surgery is not successful, then explantation and reimplantion with a new device will be performed.